Manufacturer narrative:
Investigation description: complaint duplicated. The device was disassembled and the motor casing was found to be loose. The gear train was removed and attempting the rotate the gears was perceivably more difficult than a reference gear train. Removing the loosened motor casing completely allowed the gears to rotate freely again.

Event description:
It was reported that the ilet displayed multiple alerts including pairing failed, restart 38, change insulin, and insulin tubing failed after a recent supply change, with a video showing the screen behaving abnormally on the fill tubing page and an unable to proceed alert; blood glucose was elevated to 289 mg/dl and the user disconnected the pump and administered subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included device interruption and the need for manual insulin administration. Investigation included review of user-reported alerts, verification of lot numbers for cartridge, connector, and infusion set, and guided troubleshooting including removal of supplies and an attempted rewind that could not be completed. Investigation of this case revealed consecutive stalled motor errors consistent with an insulin delivery fault and a failure to pair and prime. It was concluded that the device malfunctioned, resulting in interrupted insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.